Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of dislocation fracture at c7 involved in c2-t3 fixation was performed and c7 was skipped for c7 dislocation fracture. Levels implanted- c2-t3. It was reported that at intra-op, the outer set screw stripped when the crosslink was finally tightened. Implant did not break. Product was used correctly according to the directions given in the IFU/labeling. Product was not implanted in the patient. There was no delay in overall procedure time. Patient was not hospitalized prolong. There were no patient symptoms/complications reported as a result of the event. No health damage in the patient was reported. On 2021-mar-04, received additional information that set screw hole screw threads of both arms were scratched, upper arm set screw tip slightly scratched, and hex hole was stripped. The center of screw hex hole was also slightly stripped. Both the drivers were stripped at tip. One of the driver could not mate with the sample infinity set screw m6. Another driver could mate with the returned if rod crosslink l. If torque limiting handle had no obvious defect in appearance. The handle lever worked smoothly, and it could be attached and detached to both of the returned if torque limiting drivers. The product came in contact with the patient because the event occurred at the time of final tightening of crosslink.